Event description:
The following was reported: in a guidance document for the rex/ future knee project, surgeon reported the following regarding an intra-op photo on page 13 and x-rays on pages 14 and 15: (intro) the final issue that I would like to mention is the patella. Nobody pays much attention to it and there are patients who are exposed to risks because our footprint shape is not optimized. (Intra-op pic page 13): in the photo below you can see the uncovered bone on the lateral side of the patella. We cannot cover it by simply going to a larger button because then we would overhang in the cephalad-caudad direction. That would result in impingement against the quad and cause pain. (X-ray page 14) we typically remove the uncovered bone with a rongeur as you can see in this post-op x-ray. (X-ray page 15) this is the same patient 5 years later. He is a highly functional patient with > 130 degrees of flexion, but he is now having increasing anterior lateral knee pain. As you can see, the removed area of lateral facet has re-grown and is articulating with the femoral component, causing knee pain. This is often persistent and may eventually require a re-operation.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding ossification in parentheses involving an unknown triathlon insert was reported. The event was confirmed. Method & results: product evaluation and results: the device was not returned, however, photographs were provided for review. The photograph was intra-op and you can see the uncovered bone on the lateral side of the patella. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: the intra-operative x-ray shows a spherical patella with a fixation clamp in place. There is incomplete coverage of the bony patella. The x-rays are undated but one shows a patella component in place with adequate bony coverage. The other sunrise view shows lateral patella bony overgrowth. Incomplete bony patella coverage with a spherical patella is confirmed. Although the x-rays are not dated it appears the claim of lateheterotopic lateral bony overgrowth is confirmed as well. The root cause of this late heterotopic bone cannot be determined from the limited documentation provided. Should further documentation become available I would be happy to further this investigation. Product history review: could not be performed as lot code information was unknown. Complaint history review: could not be performed as lot code information was unknown. Conclusions: the device was not returned, however, photographs were provided for review. The photograph was intra-op and you can see the uncovered bone on the lateral side of the patella. A review of the provided medical records by a clinical consultant stated the following comment: the intra-operative x-ray shows a spherical patella with a fixation clamp in place. There is incomplete coverage of the bony patella. The x-rays are undated but one shows a patella component in place with adequate bony coverage. The other sunrise view shows lateral patella bony overgrowth. Incomplete bony patella coverage with a spherical patella is confirmed. Although the x-rays are not dated it appears the claim of lateheterotopic lateral bony overgrowth is confirmed as well. The root cause of this late heterotopic bone cannot be determined from the limited documentation provided. Should further documentation become available I would be happy to further this investigation. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported: in a guidance document for the rex/ future knee project, surgeon reported the following regarding an intra-op photo on page 13 and x-rays on pages 14 and 15: (intro) the final issue that I would like to mention is the patella. Nobody pays much attention to it and there are patients who are exposed to risks because our footprint shape is not optimized. (Intra-op pic page 13): in the photo below you can see the uncovered bone on the lateral side of the patella. We cannot cover it by simply going to a larger button because then we would overhang in the cephalad-caudad direction. That would result in impingement against the quad and cause pain. (X-ray page 14) we typically remove the uncovered bone with a rongeur as you can see in this post-op x-ray. (X-ray page 15) this is the same patient 5 years later. He is a highly functional patient with > 130 degrees of flexion, but he is now having increasing anterior lateral knee pain. As you can see, the removed area of lateral facet has re-grown and is articulating with the femoral component, causing knee pain. This is often persistent and may eventually require a re-operation.